Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 589 mg/dl. It was reported that the customer could smell insulin. The customer did not notice any damage to the cartridge or infusion set and was unable to identify any possible leakage. The customer went to the emergency room and was subsequently hospitalized bg was treated with intravenous insulin, and fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.